Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and she want to get herself more insulin. The customer¿s blood glucose was 161 mg/dl. The customer was educated that the auto mode on the insulin pump can take care of her insulin delivery and not under or over deliver the insulin to her body. The insulin pump will not be returned for analysis.